Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video and photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, when opened the packaging it was allegedly found that liquid was floating with many impurities. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a port placement procedure, when opened the packaging it was allegedly found that liquid was floating with many impurities. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one unsealed powerport isp MRI implantable port kit in its original packaging was received for evaluation. Along with returned sample, four photos and one video were provided for review. Visual evaluation was performed on the returned device. The tyvek product tray was observed to have what appeared to be dry residue throughout. The components appeared affected as the same dry residue was observed throughout. No other anomalies were observed. The manufacturing site review states, visual inspection of the images provided showed an open powerport isp MRI implantable port kit, it was observed that both the inner and outer tray were open, a closer view inside the inner tray revealed residues of a whitish substance extending across the tray of the components inside. Visual inspection of the video showed medical personnel holding the tray, liquid was observed inside the internal tray of the kit, and the components inside were observed to be floating in the transparent liquid substance. Therefore, the investigation is confirmed for the reported liquid was floating with impurities issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.